Event description:
A patient reported that their front and bottom teeth have become very loose after lots of pain. The patient was seen by their dentist and their dentist recommended orthodontics to correct the bite based on recession, anterior open bite and the anterior edge to edge occlusion that he noted in the letter the patient provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.